Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with massive pulmonary embolism and scheduled resection of large pelvic mass was scheduled for inferior vena cava (ivc) filter placement. Access was gained via the right internal jugular. An inferior venacavogram was performed which demonstrated a large amount of thrombus throughout the infrarenal inferior vena cava up to the level of the renal veins. Therefore, the only potential area for safe placement of the ivc was in the suprarenal inferior vena cava. The ivc filter was deployed in the retrohepatic cava above the highest portion of visualized thrombus. A completion venogram demonstrated good ivc filter placement just above the renal veins with good apposition of the vein wall and no significant tilting. The patient tolerated the procedure well. Approximately one month post filter deployment, patient was scheduled for ivc retrieval in conjunction with percutaneous transluminal angioplasty of the left common femoral vein, external iliac vein, common iliac vein and stent placement of the left external iliac vein and common femoral vein. Post stent placement, removal the ivc filter was addressed. Multiple snares and attempted devices were utilized to get around the proximal hook of the ivc filter. However, the hook had angulated into the right lateral wall of the cava and appeared to have some intimal hyperplasia surrounding it. In addition, attempts were made to get around the filter on the top to grasp the base, but was unable to gain enough security to pull the filter cephalad. After multiple attempts, it was decided the filter was well entrenched and any continued effort to try and remove the filter would most likely result in venous injury. The procedure was then completed. The patient tolerated the procedure well without complication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post filter deployment, patient was scheduled for ivc retrieval. Multiple snares and attempted devices were utilized to get around the proximal hook of the ivc filter. However, the hook had angulated into the right lateral wall of the cava and appeared to have some intimal hyperplasia surrounding it. After multiple attempts, it was decided the filter was well entrenched and any effort to remove the filter would most likely result in venous injury. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was deployed in a suprarenal position. Additionally, the filter tilted and the hook had angulated into the right lateral wall of the cava, resulting in retrieval difficulties. Per the current IFU (instructions for use), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." Therefore, it is possible that the suprarenal positioning contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: -the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013); (07/2010).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with massive pulmonary embolism and scheduled resection of large pelvic mass was scheduled for inferior vena cava (ivc) filter placement. Access was gained via the right internal jugular. An inferior venacavogram was performed which demonstrated a large amount of thrombus throughout the infrarenal inferior vena cava up to the level of the renal veins. Therefore, the only potential area for safe placement of the ivc was in the suprarenal inferior vena cava. The ivc filter was deployed in the retrohepatic cava above the highest portion of visualized thrombus. A completion venogram demonstrated good ivc filter placement just above the renal veins with good apposition of the vein wall and no significant tilting. The patient tolerated the procedure well. Approximately one month post filter deployment, patient was scheduled for ivc retrieval in conjunction with percutaneous transluminal angioplasty of the left common femoral vein, external iliac vein, common iliac vein and stent placement of the left external iliac vein and common femoral vein. Post stent placement, removal the ivc filter was addressed. Multiple snares and attempted devices were utilized to get around the proximal hook of the ivc filter. However, the hook had angulated into the right lateral wall of the cava and appeared to have some intimal hyperplasia surrounding it. In addition, attempts were made to get around the filter on the top to grasp the base, but was unable to gain enough security to pull the filter cephalad. After multiple attempts, it was decided the filter was well entrenched and any continued effort to try and remove the filter would most likely result in venous injury. The procedure was then completed. The patient tolerated the procedure well without complication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, multiple unsuccessful retrieval attempts were made using multiple snares and attempted devices and the hook had angulated into the right lateral wall of the cava. Per the IFU (instructions for use), "retrieve the eclipse filter using an intravascular snare or a recovery cone removal system only." Therefore, it is possible that using devices other than snare could have contributed to the alleged filter tilt and retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Retrieve the eclipse filter using an intravascular snare or a recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2013; manufacturer date: 07/2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.